Manufacturer narrative:
This is a duplicate report of MDR 3030677-2015-01649 / pr (B)(4). Device investigation has not started as the device has not yet been returned to the factory. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
It has been reported that the AED did not pass self diagnostic check.